Event description:
Thank you for your letter of april 9, 2012. I have included both canisters from lot 164604a, per your request. I have labeled them numbers "1" and "2" for identification purposes. The scale I am using is an adam dune-series compact balance, model dct-201 (200g x 0.1 g). I am using the a.c adapter (model ua-1201), as opposed to battery operation. This morning, I tested the accuracy of the scale, to establish a datum, (to within 0.1g) by weighing ten, quarter-dollar coins. According to the u.s mint website, a quarter should weigh 5.670g; I weighed each coin, each time resetting the scale with the "tare" button to assure that no residual-weight readings remained, and achieved readings of between 5.6 - 5.8g per quarter (room temperature was 24 degrees c). Although, this scale is not nearly as accurate as those used on your production line, I believe it to be accurate enough for the purpose of establishing that the full and empty-canisters consistently weigh the same, when full and empty, respectively. The chart below shows the number of actuations, along with the tare (empty) weight of the two canisters. Note that canister 2 weighed 0.1g heavier than canister 1 (their weight was measured on three different occasions, with the same results each time). If you shake the two canisters, number 2 feels like there is still some liquid inside it; number 1 also feels like it has some liquid inside it, but a lesser amount. Even so, no more actuations (puffs) were possible; with either of these two canisters). I wish to emphasize that since I have been using this medication for an extended number of years, I am aware of the necessity of priming the canister before first use, and of agitating (shaking) the canister for at least 10 seconds, before the first dose (puff 1) and before the second, consecutive dose (puff 2), as per the instructions included with the medication. This leads me to conclude that the difference in number of available actuations (puffs), over the long run, is possibly is due to some external factor(s). Some of the possibilities I have thought of are: too much medication/propellant (inhalation aerosol) being expelled with each puff, due to: diameter of hole in the nipple too large, and which would permit an excessive amount of liquid to come out, or, the valve inside the unit allowing too much liquid to come out with each actuation. The propellant (inhalation aerosol) being allowed to escape from the canister, when the unit is not being used, much in the same way that a can of spray lubricant is no longer able to dispense lubricant, because the propellant has escaped. In the case of the canisters, this could be due to: the valve inside the unit allowing the pressurized-gas to escape when the unit is not being used, or, at the time of MFR, the process of crimping or swaging the valve-containing, upper-section to the barrel-shaped, lower-section may not provide for a complete seal, allowing the pressurized-gas to escape, or, the valve allowing the pressurized-gas to escape between the upper-section body and the nipple, through the small hole in the upper-section provided for the nipple to slide through, during actuations. Please keep in mind that these are merely possibilities, and they are, by no means, intended to disparage your mfg, or technical expertise, nor are they all-inclusive. I would like to accept your kind offer for a replacement inhaler. My pharmacy is: (B)(6). Once again, thank you for your attention, and your obvious desire to help me resolve this enigmatic issue.